Manufacturer narrative:
Title: congenital nasal pyriform aperture stenosis: successful management of restenosis after primary surgery by stent placement source: ear, nose <(>&<)> throat journal 2022, vol. 101(2) np58¿np61. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source a recent case report described the surgical management of congenital nasal pyriform aperture stenosis (cnpas) in a newborn. It is noted that intra-operatively, a shiley 3.0 uncuffed neonatal/pediatric tracheal tube was placed in each nasal cavity as a stent. On post-op day 4, the stents had to be removed because of the formation of pressure ulcers at the ala of the nose. Granulation tissue overgrowth in the nasal cavities, secondary to the formation of the ulcers, resulted in respiratory distress. An additional surgery was required to replace nasal stents, comprised of an alternative material, which remained intact for 14 days without complications.